Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. During the pre-discharge check, it was discovered that the right atrial lead dislodged. The lead was repositioned successfully. The patient was in stable condition.